Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent treatment for a 66mm fusiform aortic arch aneurysm. The patient is enrolled in the (B)(4) study which involve the gore® tag® thoracic branch endoprosthesis which are investigational devices; and may involve the conformable gore® tag® thoracic endoprosthesis. During the procedure a conformable gore® tag® thoracic endoprosthesis was implanted in the distal aortic arch. A right common femoral artery endarterectomy was also performed at this time as it was very diseased. The patient tolerated the procedure without complication or endoleak. Post treatment, the patient awoke experiencing acute right side weakness. The physician reports the patient suffered right upper extremity temporary paralysis/sp stroke. Later this same day a non-contrast head computed tomography was performed which showed a left parasagittal parietal lobe acute ischemia and left lateral temporal lobe acute ischemia; no evidence of intracranial hemorrhage was found. As of (B)(6) 2015, the patient remains hospitalized and continues to have right upper extremity hemiparalysis. The physician communicated the following main factors may have contributed to the stroke in no particular order: embolic: wire and catheter manipulations during the case; patient anatomy: the patient had significant vascular disease (atherosclerosis and stenosis) of carotid and vertebral arteries; flow or blood pressure fluctuations: during case there were instances where there was a lowered blood pressure. When the side branch introducer sheath was in the portal, there was approximately 20mmhg lowered blood pressure. Additionally, when the side branch component was ballooned, there was a significant pressure drop (since all the blood vessels are perfused from the innominate).

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Patient medications include but are not limited to: amlodipine 5 mg daily, losartan 100 mg daily, asa 81 mg daily, metoprolol 50 mg daily, simvastatin 20 mg daily, tamsulosin 0.4 mg daily

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.